Event description:
The fe reported that the sys intermittently locked up. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.